Event description:
This report is being reported 06/27/07. The date of purchase, in 2007, after which I began to use this solution for the first time within a few days of the purchase. Thirteen days later, called into work at hosp with eye redness and soreness with sensitivity to the sun. I was diagnosed as pink eye. By 3am, one day later, the pain swelling and redness was so severe I experienced pain like no other I have ever known. Prior to that day, I was taken as an emergency in a dr office an ophthalmologist. He diagnosed a bacterial infection. I was treated with antibiotics. He has seen me weekly since. There is scar tissue on my cornea. I lost my eyesight for 4 days in my right eye with little visibility in my left eye. After my eyesight returned slightly my color vision disappeared for a period of 4 days on and off. My eyesight is diminished my corneas are scarred and I have been told that if this happens again, I am at risk for blindness. Please respond as soon as possible. Dose or amount: 20 drops, frequency: twice daily, route: intracorneal. Dates of use: fourteen days in 2007. Diagnosis or reason for use: contact lense use. Event abated after use stopped or dose reduced: no. Event reappeared after reintroduction: no